Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an out of range impedance reading, which resulted in a polarity switch, and far field r-wave (ffrw) oversensing during surgery where cautery was used. The implantable pulse generator (ipg) was reprogrammed and remains in use. The ra lead remains in use no patient complications have been reported as a result of this event.